Event description:
The customer reported that no alarm was provided for a pt high heart rate (tachycardia) event. No pt injury was reported.

Manufacturer narrative:
(B)(4). The customer reported that no alarm was provided for a pt high heart rate (tachycardia) event. No pt injury was reported. Based on the available info, there was no device malfunction. A philips field svc engineer (fse) tested the device post incident and found it to be performing to specifications. The central station log files show that arrhythmia analysis was turned off prior to the incident timeframe, and remained off throughout the incident timeframe and beyond. The cms monitor would be operating on cardiotach for ECG measurement analysis, and a yellow high heart rate limit violation alarm would be expected. There is no info to support that no yellow high heart rate limit violation alarm was provided for the event. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.